Manufacturer narrative:
(B)(4). Report source - foreign country: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device showed heavy soiling inside the sterile packaging, and the surgical nurse said that the battery housing was badly deformed. The event occurred prior to an initial surgery. A second device was used for the procedure. There was no patient involvement. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Visual examination of the provided pictures identified debris as a result of battery pack expulsion. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.